Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation and atrial flutter with two thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon the 2nd ablation, the temperature disappeared. Catheter was changed and the issue resolved. After cartomerge, and while using the 2nd catheter to ablate the right superior pulmonary vein (rspv) roof, impedance increased significantly 2-3 times. Ablation was stopped by the generator several times after reaching the impedance cut-off. After a few minutes, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram (ice). Pvi was then performed. Ablation catheter was removed from the left atrium and ablation was conducted at the cavotricuspid isthmus (cti). While ablating the cti, a temperature issue occurred. The returned device was visually inspected and it was found in normal conditions. Then a deflection and an irrigation test were performed and the catheter passed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, the catheter outer diameter was measured and it was found within specification. Then, it was evaluated for electrical resistance and the thermocouple test failed and current leakage was observed on electrodes however, the catheter was connected to the stockert generator and the impedance value was displayed correctly. The catheter was dissected and white material was observed on the connector pc board. Therefore, the catheter was connected to the coolflow pump and no water leakage was observed at the catheter handle. Further examination revealed that the thermocouple wires were broken from the shaft to the connector area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the electrical and temperature issues has been verified. The root cause of the catheter stuck in the vain cannot be verified since the deflection mechanism and the catheter outer diameter were found within specifications. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the corrosion on the pc board cannot be determined, additionally there¿s evidence that the product was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Event description continuation: generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. The temperature and impedance issues are not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since two ablation catheters were used in the patient prior to the adverse event, this event is being reported under both catheters used. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mobicath sheath (model# unknown lot# unknown). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation and atrial flutter with two thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the smarttouch catheter and mobicath sheath were introduced into the left atrium, pvi was performed. During ablation phase, approximately 2 hours into the procedure, the physician adjusted the mobicath deflection mechanism to create a circular shape, in order to access the inferior vena cava (ivc) side. Upon the 2nd ablation, the temperature disappeared. Catheter was changed and the issue resolved. After cartomerge, and while using the 2nd catheter to ablate the right superior pulmonary vein (rspv) roof, impedance increased significantly 2-3 times. Ablation was stopped by the generator several times after reaching the impedance cut-off. After a few minutes, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis was performed and yielded an unspecified amount of fluid and blood pressure was recovered. Pvi was then performed. Ablation catheter was removed from the left atrium and ablation was conducted at the cavotricuspid isthmus (cti). While ablating the cti, a temperature issue occurred. It was noted that the catheter became stuck in a roof vein on the right pulmonary vein, and may have contributed to the tamponade. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. Generator was set on power control mode.

Manufacturer narrative:
Additional information was received on 7/26/2017 that the lot number for this complaint is actually 17648452l. Therefore the lot number was updated from 17631512l to 17648452l, the manufacture date was updated from 02/10/2017 to 03/21/2017, the expiration date was updated from 01/31/2018 to 02/27/2018. And the UDI was updated (B)(4). All corresponding fields of this report reflect the new lot number information. In addition, the product received was confirmed to be the product involved in the complaint on 7/26/2017. Therefore the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).